Event description:
Customer received a blood glucose result of 488mg/dl and took 20 units of novolog before diner. They ate and took 10 units of regular humalog. 40 minutes later they felt lightheaded and called the dr who advised pt to go to the hosp. At the hosp a lab was done with a result of 29mg/dl or 49mg/dl. The customer was given an IV and orange juice to drink. It is unk if controls were in range. A request was made for the return of the suspect device and replacement product was sent.